Event description:
It was reported that the patient had a lead revision on (B)(6) 2012. It was noted that there was a kink in a wire and that the patient was feeling pain at the incision site in the "butt." No known event was detailed for this issue. It was noted that the patient needed assistance before the revision surgery to turn her implantable neurostimulator (ins) off and was unable to turn it back on. Additional information received reported that the patient received assistance from her doctor and her concerns were resolved on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3093-28, lot#: v267033, serial#: implanted: (B)(6) 2009, explanted: product type: lead. Product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer. (B)(4).